Event description:
It was reported that during predilation for a carotid stenting procedure, the maverick2 monorail balloon ruptured and separated. The pt presented with asymptomatic right internal carotid artery (ica) stenosis at 90% by ultrasound, with a bruit. The pt was randomized as a member of the study and selected for stenting. Pt evaluation stated that, the pt's rankin scale is 0 and barthel index is 100. A 6.5 accunet was advanced through the stenosis in the right internal carotid artery and the filter was successfully deployed. A 4.0 x 30 maverick2 monorail balloon was inflated to 15 atms for 10 seconds and the balloon ruptured. (Note that rated rated burst pressure for this device is 12 atms.) The physician could not withdraw the ruptured balloon into the guiding sheath, and the balloon catheter shaft was transected and removed. A variety of manipulations were attempted to try to remove the remaining balloon material. An nc maverick balloon was inflated at the region of the residual balloon material, however, did not result in any change in mobility of residual material. This nc maverick balloon was then advanced into the left ica and inflated, while a retrieval device was inserted in the right ica in an attempt to push the balloon material into the external carotid artery; however, this also was unsuccessful. An attempt was made to withdraw the filter, however, it collapsed upon withdrawal and "the tension required to pull it through the lesion was such that further attempts were abandoned". A gooseneck snare was then advanced over the filter wire and advanced around the remaining shaft of the maverick2 balloon. This snare was withdrawn into the shuttle sheath and the proximal marker from the balloon catheter was identified as being withdrawn into the sheath. The catheter shaft and the gooseneck snare plastic shaft were dislodged, leaving the proximal balloon marker in the shuttle sheath. The snare was then withdrawn. During these attempts, the filter had traversed the ica into the common carotid artery. A torque wire was then introduced beside the filter system and advanced into the aorta. The sheath, balloon fragments, and filter were removed leaving the torque guidewire in place. A 7fr sheath was introduced and all portions of the balloon and filter system were retrieved. The pt was neurologically stable and was urgently taken to the operating room, where an endarterectomy was performed. It was noted that there was no debris, but severe and calcified stenosis. As the backflow from the ica was "sluggish" a shunt was placed. Pt was reported as "fine" with no neurological defect.